Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and the subsequent treatment appear to be related the circumstances of the procedure. In this case, it is likely an interaction of the device with patient anatomy causing needle deflection during deployment led to the reported failure to cycle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery that had very hard calcification was attempted with a prostyle device after a stent implantation interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. The device was replaced with a new prostyle device, but the same failure occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.